Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07367. It was reported the patient's scs ipg was inoperable, and lead had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the whole system was explanted and replaced. Investigation was unable to determine further details.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.